Event description:
While evaluating the devicec for a different issue, the phliips field service engineer (fse) observed the j22 component was faulty. There was no patient involvement.

Manufacturer narrative:
Report originally submitted with cfn# 1218950, the correct cfn# is 3030677.

Event description:
While evaluating the device for a different issue. The philips field service engineer (fse) observed the j22 component was faulty. There was no patient involvement.